Event description:
Had essure procedure thursday, on (B)(6) 2015 by dr. (B)(6) in (B)(6). It was very painful and I was in and out of sleep or consciousness. Dr. Said she'd never seen anyone have that kind of reaction to the sedation. Saturday I had bright red spotting then bleeding. The following wednesday I was bleeding and cramping. On (B)(6) the pain was too bad to sleep. I decided I would call nurse the next day. I (B)(6) problems after essure to try and see if this was normal. This was the first time I'd read about all the problems. I would have never had it done if I had read this beforehand. On (B)(6), too painful to sleep or shower. Texted nurse who replied dr. Said I shouldn't still be hurting/bleeding and could I come right in. Dr. Said she'd never heard of any of the "horror stories" I'd just read about. I had an infection. She prescribed antibiotics, pain pills, and progesterone. Three months later when I went back for my dye x-ray confirmation procedure, it showed one of my coils had migrated from my fallopian tube and was in my uterus. I do not know if it is "floating around" or if it has grown into the wall of uterus. I have also experienced irregular menstrual cycles since implantation.

Event description:
Add'l info received from reporter on 11/09/2015. On (B)(6) 2015, I found one of the coil in the toilet. On (B)(6) 2015, I found the second one in the crotch of my panties.